Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.

Event description:
Surgeons office reported that they have a patient who was implanted with eagle cervical plate who has experienced screw back out. One screw is reported to be almost fully backed out and another appears partially backed out. Patient was implanted in 2007 with eagle from c4-c7. Patient will likely be revised soon.